Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the sureform 60 stapler instrument.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the sureform 60 stapler instrument moved by itself in one direction. The instrument was removed, and a hole was found in the rubber of the joint. The customer completed the procedure using a handheld stapler instrument with a 10-minute delay. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no obvious damage before use. There was no reloading, the problem occurred at the time of positioning rather than firing. The "self-movement" of the arm with the stapler (movement towards the medial direction of the mesentery) occurred when the head was not in the console. The issue did not occur when the surgeon was trying to manipulate the instruments. There were problems with positioning. The reporter then stood up to avoid any potential collisions, and when the reporter was at the table, the forklift moved medially within the body. The action that was being taken when the issue occurred was disconnecting of the device, but the device could not be removed. The cover of the joint is believed to be torn, which caused resistance at the end of the trocar. After 'tucking in' that part of the covering into the trocar, the stapler could be removed. The main problem from the surgeon's perspective was the arm's self-movement at a time when the surgeon, was not at the console. There was no injury to the patient. The stapler was discarded, hence not available for return. The issue occurred approximately 2.5 hours after the start of the procedure.